Event description:
The patient was using a tracheal cannula. During use of the tracheal cannula the mucosa was harmed and a scab appeared and blocked the entry of the canula, preventing the patient from breathing. The customer reported that their repositioning the cannula might have moved the blood clot. The tracheal canula was removed and replaced with an old canula. At an unspecified date the old tracheal cannula was removed and the patient was sent home. The customer confirmed the device was disposed of.